Event description:
It was reported that prior to implant, the implantable pulse generator (ipg) device was interrogated and exhibited premature battery depletion due to an unacceptable battery voltage. The device was not implanted. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found, visual examination of the connector noted no anomalies.